Event description:
Additional information provided indicated that the patient remains ongoing on the pump with a comm fault and has a system monitor at home. It was noted that he was a destination therapy patient and was not a candidate for pump exchange. The patient was stable and doing well and the hospital monitored him on a regular basis.

Manufacturer narrative:
Section d4, h4: additional information. Manufacturer investigation conclusion: the reported communication fault alarms associated with com a and com b faults were confirmed through the evaluation of the submitted system controller log file data. However, the report of a red heart alarm could not be confirmed. The account submitted follow-up log files on (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019, at which time no specific issues were reported. Continued driveline communication fault and comm fault alarms associated with constant com b fault flags and intermittent com a fault flags were noted throughout the event and periodic log files containing data from (B)(6) 2019 ¿ (B)(6) 2019 and (B)(6) 2019 ¿ (B)(6) 2019. Motor power values remained stable. The patient remains ongoing on (B)(4) and no additional events have been reported at this time. A CAPA was opened to further investigate driveline communication fault events and a corrective action has been implemented. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 2 years 3 months the patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that it was hard to tell if the pump stopped or what the flow did, the patient indicated that there was a red heart alarm on the system controller. The patients system controller has faults with primary and backup communication leads. A review of the submitted log file by the manufacturers technical services representative showed that there were 39 emergency back-up battery usages. The file shows a constant comm b fault and an intermittent fault on comm a. The log file was reviewed and showed that there was no red heart alarms in the log file. The only events were constant comm b faults with intermittent comm a faults as well. When the comm a and comm b faults occurred at the same time, it caused the flow to appear as 0 and the flow/speed could not be set.